Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 232mg/dl. A system check was performed and the pump performed as intended. An air bubble was observed in the infusion tubing and the customer believed this was the cause of the occlusion alarm. The customer primed their infusion tubing in order to remove the air bubble and performed an infusion set site change to address the occlusion alarm.